Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device is emitting tones and replacement was recommended. The ICD remains in service and there were no adverse patient effects reported.